Manufacturer narrative:
(B)(4).

Event description:
Patient presented for an a-v access revision due to a previously implanted graft (unknown manufacturer) that was described as very angled with a scarred area of stenosis at the venous anastomosis. The gore viabahn endoprosthesis was intended to reline a portion of the preexisting graft in the patient's arm. The gore viabahn endoprosthesis was advanced to the target site and deployment was initiated. Approximately 2-3 cm of the gore viabahn endoprosthesis expanded when the deployment line broke. The partially expanded gore viabahn endoprosthesis and the broken deployment line were removed from the patient. As reported, the gore viabahn endoprosthesis may have been further damaged during removal. Another gore viabahn endoprosthesis was carefully advanced and placed. The gore viabahn endoprosthesis was deployed successfully. The patient did not experience any adverse consequences.

Manufacturer narrative:
(B)(4).